Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that blood tubing was primed with saline and connected to the patient. As the rn reached to adjust where the tubing would lay across the chair and tubing separated. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the drip chamber. No functional testing was performed as fluid was leaking from the separation. Visual inspection under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. Dimensional analysis was performed on the vinyl tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing during the manufacturing process.

Event description:
The customer reported that blood tubing was primed with saline and connected to the patient. As the rn reached to adjust where the tubing would lay across the chair the tubing separated. There was no patient harm.